Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular lead following appropriate high voltage therapy. Lead revision is anticipated, however, no intervention was performed at this time. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating that the event was resolved with an ablation.